Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-feb-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their leads removed as they had moved. They stated that they replaced them with a paddle lead instead. It was reported that the revision occurred on (B)(6) 2018. It was reported that symptoms related to this issue was that their stimulation moved to their stomach when they stood up, which was considered a sudden change in therapy/symptoms. It was reported that the event occurred since implant on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the leads migrated. A follow-up revision surgery was performed successfully. The patient is reporting effective therapy. No further complications were reported.

Manufacturer narrative:
Product ID 977a260 , serial# (B)(4), 1 implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient has been suffering for two years and she got the pain stimulator to help with leg pain. The patient did the trial in (B)(6) 2018. The patient was implanted with the system in june of 2018. The patient reported that they did not do another trial in between that time, so it really has not worked. Since implant, the implant has helped a little, but not much. The patient met with a manufacturer representative for two hours to get reprogrammed. The patient noted that she was back and forth getting programmed and reprogrammed; however, they were not successful. The patient thought that it did not help her pain because the leads moved right way after the implant surgery. The patient said that after the procedure, when they turned it on, she felt the stimulation in her legs. When she sat up, the stimulation went right around her stomach immediately. The patient reported that it had to have moved because the doctor said, ¿shut it off! Shut if off.¿ after that, she had to get reprogrammed and reprogrammed. The patient noted because of the reprogramming issues, she got a revision to get a paddle lead in (B)(6) 2018. The paddle lead was placed from t8 to l1. It was reported that they were trying to program it for nerve pain, but she does not have nerve pain, she has ¿surgical¿ stenosis pain. The patient just had an MRI on (B)(6) 2020 which diagnosed severe stenosis which the patient called ¿surgical.¿ the patient is continuing to work with her physician. There were no further complications reported.